Event description:
In 2007, it was reported to boston scientific corporation that a procedure to treat a gastric arteriovenous malformation (avm) was performed (male patient) using an injection gold probe device. According to the complainant, during a gastric avm visualized with "oozing bleeding," the site was injected with epinephrine followed by cauterization with the gold probe. The probe functioned properly for 3-4 cauterization applications; however, the probe did not cauterize during a subsequent attempt. After verifying proper device connections, cauterization was retried, without success. A second gold probe device was used; however, when the probe was removed from the endoscope, the probe tip remained in the patient's stomach. It was further reported that a protective hood was put on the gastroscope, and then the probe tip was grabbed with a snare device. According to the complainant, the hood did not totally enclose the probe, and "a small tear was noticed with a small amount of bleeding at the distal esophagus when the patient was rescoped." Epinephrine was injected into the bleeding site which resolved the bleeding. It was reported that , on three days later. "An esophogogastroduodenoscopy was performed to confirm no other issues due to the tear." At the conclusion of both procedures, the patient's condition was reported as "well."

Manufacturer narrative:
The complainant indicated that the device has been retained by the hospital and will not be returned for evaluation. A device analysis will not be performed; therefore, the relationship between the device and the reported event is unknown. A review of the device history record and the product family complaint trend report is in progress; results will be provided in a follow-up medwatch report.